Event description:
Complainant alleged that while defibrillating a patient, a spark was noticed underneath the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.